Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) failed fiber door spring. The blue fiber connection that had broken internally. The plastic connector was broken out. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional contact details: name: (B)(6). Department: clinical engineering. Phone number: (B)(6). E-mail address: (B)(6). Occupation: biomedical engineer. It was reported that the cardiosave intra-aortic balloon pump (iabp) failed fiber door spring. Getinge field service engineer (fse) during scheduled pm service I found that the fiber connector had failed and required replacement. It was still functional but has a crack and will eventually completely fail. I replaced the assembly and completed a full pm under pm so#(B)(4). All tests passed to factory specifications. Returned to the customer and released for clinical use. The failure analysis and testing dept. Received this part with a reported unit failure of a broken fiber optic connector. The failure analysis and testing dept. Performed visual inspection of the part ram catheter connector and found that the blue receptacle housing of the fiber optic connector is broken. Due to this damage. This part cannot be investigated any further by the failure analysis and testing department. The failure analysis and testing department verified the broken fiber optic connector. Retaining the part in the fat dept. Per procedure (B)(4). The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) failed fiber door spring. There was no patient involvement.